Event description:
It was reported that (1) dcs12 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon said "the dcs12 5mm scissor has had trouble with the way they close". The surgeon found it impossible to do a cholangiogram. In this case the surgeon tried but the scissors delayed, then closed fast. The surgeon clipped the entire cystic duct as a result. The surgeon feels the new scissors are a pt hazard and in this case caused extra time to be needed in or.